Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reacehd 292 mg/dl, and when she checked the pod, she noticed that the cannula was deployed, but the needle never fired.